Event description:
A report was received that the patient's ipg battery was depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient's ipg was replaced with a new one. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg battery was depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient's ipg was replaced with a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely since the implant. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered in the epoxy resin top. The root cause of the device damage could not be determined.